Manufacturer narrative:
Citation: bunc et al. A comparison of transcatheter aortic valve prosthesis platforms: myval, sapien, and evolut in severe symptomatic aortic stenosis and low-moderate risk patients. Radiol oncol. 2025 oct 27;59(4):498¿509. Doi: 10.2478/raon-2025-0046. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a comparison of transcatheter aortic valve prosthesis platforms in severe symptomatic aortic stenosis and low-moderate risk patients. The study population included 1053 patients who were predominantly male with a mean age of 81.3 years old. Multiple manufacturers¿ devices were implanted in the study population; 556 patients received a medtronic evolut r, evolut pro or evolut pro+ bioprosthetic transcatheter valve deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all evolut valve patients, clinical observations included: mild paravalvular leak (pvl), pericardial effusion, cardiac tamponade, transient ischemic attack, life-threatening bleeding complication, acute kidney injury, and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.